Event description:
Additional information was received. It was reported that the patient's device was not explanted. It was stated that the patient was experiencing lots of serious adverse events, though none that caused the device to be explanted. The meaning of the acronym "sae" was unclear; however, "serious adverse event" appears to fit the context. No further information was available at the time of this report. A follow-up report will be made if additional information becomes available.

Event description:
Additional information indicated causality: 1. Possibly related due to surgical procedure (microlesion effect), 2. Possibly related to stimulation, 3. Preexisting mild cognitive impairment, 4. Better mobility "pop."

Event description:
It was reported that the patient fell on the stairs. The event was reported as a worsening of a pre-existing condition, possibly related to the therapy. The patient experienced a fractured nose bone, a hematoma in the face, a contused lacerated wound of the mucous membrane of the oral cavity, and a costal contusion. The injuries necessitated medical or surgical intervention. An examination on (B)(6) showed that the patient was suffering from ataxia of gait and ataxia in standing, and a schellong-test showed the patient had orthostatic hypotonia. It was reported that the event was ongoing.

Event description:
Additional information received reported the patient outcome as resolved without sequelae.